Manufacturer narrative:
The reported events were dislodgement and muscle stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient experienced extracardiac stimulation due to dislodgement of the left ventricular (lv) lead. The physician suspected the dislodgement was due to twiddler's syndrome or due to an accident the patent experienced unrelated to the device. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.